Event description:
It was reported that the burr stuck on guidewire occurred. The 90% stenosed target lesion was located in the non-tortuous but severely calcified proximal left anterior descending artery. A 1.75 mm rotapro and rotawire drive was selected for use. During insertion into the patient's body, it was noted that the rotaburr got stuck on the rotawire. The devices were removed as one unit. The procedure was completed with a different device.